Event description:
Proper placement of the neurostimulator (ins) was inhibited due to arthritis and scar tissue. The stimulation could not be placed high enough in his back. He needs stimulation to reach the pain around his beltline. The stimulation has only been able to reach as high as his buttock. His device has not worked at all. After standing or walking the muscles in his back cramp to a point that any attempt to continue result in extreme pain. When he sits or lies down relieved him of any pain. He was at home in good condition. Additional info has been requested.

Manufacturer narrative:
(B) (4).